Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a pocket infection and a culture of pocket (B)(6) bacteremia. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted and a replacement system was implanted on the left side. No further patient complications have been reported as a result of this event.